Manufacturer narrative:
Batch review performed on 16 september 2022lot 155786: 25 items manufactured and released on 02-feb-2016. Expiration date: 2021-jan-17. No anomalies found related to the problem. To date, 23 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting patella femoral joint pain and instability and the cause is unknown. About 5 years and 9 months after the primary surgery, the surgeon revised the patient's natural patella and upsized the poly. The surgery was completed successfully.